Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net. Upon review, it was noted that the pacemaker exhibited a diagnostics discrepancy. The device exhibited 55% atrial pacing in one location and 59% atrial pacing in another. No intervention was performed. No patient symptoms were reported.